Event description:
It was reported that there was a possible defective lead. Damage was detected removing the lead. The lead was being replaced regardless but once it was removed the physician noticed the lead was wrapped around the ipg (implantable pulse generator) and looked stretched. The physician wanted the lead analyzed to determined cause. Explanted (complete) and product was replaced. There were no patient symptoms or complications associated with this event. Patient status at the time of the reporting was noted as: alive - no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final analysis of lead model 3889-28 showed lead body outer insulation twisted.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0j8g0, implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type: lead. (B)(4).